Event description:
It was reported that the patient passed away on (B)(6) 2011. It was also reported by the patient's daughter that two weeks prior to the patient's death, the pressure line that goes to the peep valve would stay on the ventilator but come off just enough to make the peep valve "mess up" and not set the alarms off.